Event description:
Caller states that he obtained results of 377mg/dl and 165mg/dl within mins on the same device. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.